Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a health care professional (nos) via a company representative and forwarded by our local affiliate ((B)(4)). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This case involves a female pt (age nos) who received her first treatment of poly-l-lactic acid (sculptra) on (B)(6) 2009. Relevant medical history and concomitant medication info were not mentioned. On (B)(6) 2009, poly-l-lactic acid treatment needed to be suspended 6 mls into the first vial as the pt became cold, clammy, nauseous, and presented with tachycardia. The pt recovered from the event, but the reporter stated that she may have had a reaction to lidocaine. The pt had told the reporter after the consultation that it had happened once before at the dentist. Only one side of the pt's face had been treated, and the reporter mentioned that the pt "seemed fine" when she arrived for her consultation having had (galenic + lidocaine + prilocaine) emla cream on for 45 minutes. Corrective treatment if any was not reported. A ptc (pharmaceutical technical complaint) was been initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed to the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't been related. Conclusion: no faults detectable. The reporter did not provide a causal assessment.